Event description:
A hospital in (B)(6) reported that an rt235 infant dual-heated evaqua breathing circuit caused the mr850 respiratory humidifier to alarm four days after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint inspiratory limb was returned to the manufacturer for evaluation. A visual inspection was performed and a heaterwire resistance test was carried out using a multimeter. Results: the visual inspection revealed no visible damage to the returned complaint device. The heaterwire resistance test identified the heaterwire to be open circuit. A wire break was located between the heaterwire and the heater wire pin. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heaterwires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possible as a result of a weak crimp connection.